Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infiltrated the patient, did not alarm and did not stop running. It was also stated that lactated ringers was being infused at 200 ml/hr with volume to be infused (vtbi) 608 ml over 3 hrs and 3 mins. And 1267 mls were delivered of the expected 608 mls before the issue was caught and the infusion stopped. There was patient involvement, patient injury and medical intervention. Fluid infiltrated the patient at the IV site. The event occurred during patient infusion at the family birthing area . No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found in specification in relation to the customer reported "lactated ringers was being infused at 200 ml/hr with vtbi 608 ml over 3 hrs, 3 min. 1267 mls were delivered of the expected 608 mls before the issue was caught and the infusion stopped" which was not reproduced. The device passed all flow rate testing. The event history log shows the pump infused the programmed amount by the user. The pump operated as programmed by the user and performed as intended. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.